Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they have different doctors every time they visit the hospital. No follow up has been done about the lead issue. When the device was moved, they didn't move the wiring. Patient can run their hand and feel the wire now. It warms up. Patient goes to the doctor every month; they don't do anything about the issue. They keep saying contact medtronic.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, serial/lot#: unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they were having problems with their lead heading up and said the battery was charging quicker than it used to. Pt said they were looking to get in touch with another rep to meet at their pain hcp office. Pt said they had been turning the ins off for a few days and then turned it back on to give it a rest. Pt said that worked for a couple of weeks. Pt said now when they turn the ins on, they have a weird pinching problem. Pt said it doesn't feel like a shock, but more of a sting. The patient was redirected to their healthcare provider to further address the issue.